Event description:
Patient was revised to address subsidence of the tibial tray into varus. The tibial tray was also reported to be loose at the bone/cement interface; however, the manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The device associated with this report was not returned. X-rays were not available for examination. Review of the device history records and/or a complaint database search was not possible as the product code and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Provided information stated it was not suspected that the device failed to meet specifications or contributed to the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.